Event description:
It was reported that the device had gone into hardware backup mode with no defibrillation available. The device was noted to be at eri. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.